Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). This MDR was previously submitted on 03/21/22 at 01:16 pm pst with MFR# 3004753838-2022-042950. The ack2 was received on 03-21-2022, 16:21:37 with coreid: (B)(4) day 26. Per cdrh/cesub, ¿we are unable to locate the below submissions. They were not received. Please check your submissions for any issues, repackage them properly and resubmit them.¿ as per esg/cdrh email on 3/18/2022, this submission is considered a timely submission.